Event description:
It was reported that in central processing, a broken cable was indentified on a prograsp forceps instrument. It did not break in the patient. It is unknown when it happened. There was no allegation of patient harm, adverse outcome or injury. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. No other damage was found.